Event description:
It was reported that the pump indicated a data log corruption. There was no adverse impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.